Event description:
Pump issued a cartridge change error when several cartridges were used. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer removed cartridge, inspected and found o-ring undamaged, and cleaned pump¿s pneumatic tap area as instructed. Customer was advised to avoid reusing supplies meant for single use and attempted loading a new cartridge following guidance. No additional information was received regarding the outcome of the event.